Manufacturer narrative:
Implanted date - device was not implanted. Explanted date - device was not explanted. (B)(4). The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device was being deployed as normal. It felt normal when the device was pulled back (resistance felt) but the patient still bled. Compression was applied to achieve hemostasis. The patient was stable in stable condition. There was no impact to the patient. The outcome of the procedure was successful. The patient was not injured, and medical or surgical intervention was not required. The event occurred post-treatment. Additional information was received on (B)(6) 2022: a 5fr sheath was used. There was no visible calcification, and the closure was ultrasound guided. The original procedure performed was a cardiac intervention, a st elevation myocardial infarction (stemi).

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).